Event description:
It was reported that the right atrial (ra) lead had dislodged and fallen into the ventricle the day after implant. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.